Event description:
Medtronic received information regarding a solitaire fr stent retriever that had resistance in the rebar microcatheter and was kinked/damaged. The patient was undergoing a thrombectomy procedure via femoral artery access to treat cerebral infarction/ischemic stroke. The access vessel diameter was 5mm. Patient's vessel tortuosity was moderate. It was reported that the devices were prepared and catheter was flushed as indicated in the instructions for use (IFU). The catheter was successfully navigated through the thrombus area with the guidewire. The solitaire was hydrated and delivery initiated. However, when delivering the solitaire from the protective sheath into the catheter, there was great resistance in the proximal segment of the microcatheter. After repeated attempts, the solitaire stent was found to be kinked. No pass was completed with the solitaire. The solitaire and rebar microcatheter were then both replaced to complete the procedure successfully.  There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Continuation of d10: product ID 105-5081-153 ((B)(6)); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient's vessel tortuosity was moderate, but the event was not related to the degree of vessel tortuosity. There was no damage observed to the rebar catheter. The cause of the resistance was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the rebar 18 catheter and solitaire fr 6-30 stent device were returned for analysis inside a biohazard bag and a shipping box. Damaged location details: the rebar 18 catheter tip and marker were examined; no damages were found. The catheter body was in good condition. No voids or flashes were found on the catheter hub. The solitaire fr 6-30 stent finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The stent¿s working length struts are in good condition, while the non-working length struts were damaged. The proximal marker glue dome appeared damaged, and the marker coil was in good condition. No bends or kinks were found on the pusher. No other anomalies were found. Testing/analysis: the rebar 18 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and found patent. It was tested by running an in-house 0.021-inch mandrel through the catheter hub and tip without issues. Due to its damaged condition, the returned solitaire fr 6-30 stent device cannot be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance¿ complaint was confirmed, as the returned solitaire fr 6-30 stent device¿s non-working length struts were damaged (kinked). The damage likely occurred when the user attempted to advance the solitaire fr 6-30 stent device through the rebar 18 catheter against resistance. Therefore, the root cause was that the rebar 18 catheter was incompatible with the solitaire fr 6-30 stent device, as it had a labeled inner diameter (ID) of 0.021 inches. Per the solitaire fr instructions for use (IFU): ¿solitaire fr 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027 inches.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.